Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device: the customers report of b30 image could not be reproduced. When the appearance was checked, there were no abnormalities in the parts that could be visually confirmed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports at the start of a laparoscopic appendectomy procedure using an endoeye flex deflectable videoscope with a visera elite video system center, then the two devices were connected together to start the procedure, the error code b30 was displayed and there was no image. There was no other endoscope set available for a back-up, the procedure was discontinued. There were no adverse effects to the patient as a result of this occurrence. Case with patient identifier (B)(4) reports the ltf-s190-5 used in the procedure. Case with patient identifier (B)(4) reports the otv-s190 used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the failure of the connected scope, ltf-s190-5, which was reported in report ID 8010047-2022-12017, patient identifier (B)(6). However, since no device malfunction was confirmed during evaluation with the otv-s190, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.